Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated insulin pump got in the pool. Customer stated there was a fluid under the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring=black. Blank display due to severely corroded components on the pcb1 and pcb2 board. Cleaned pcb1 and pcb2 board with alcohol and no effect. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay and faded serial number label. The p-cap/reservoir does lock properly.